Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection revealed a small scratch on the packaging. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a mini-volume extension set was found damaged. The was identified before use. There was no patient involvement. No additional information is available.